Event description:
It was reported that (2) devices were used during a laparoscopic nissen. It was reported by the rep that the lcsc5 instruments used in the case worked on and off beep then "straight line" with the old style handpiece and not a luke. Also the handpiece had prongs exposed and was fixed by the biomed. They used 2 handpieces in the case. There was no consequence to the pt.